Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the causative organism rothia dentocariosa. The peritonitis was manifested by cloudy fluid. The patient was treated with unspecified medication for the event. It was not reported if the patient was hospitalized. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.